Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error via the incoming test results and the error log. The device failed incoming functional testing, however the main printed circuit board was realigned and when the tests were rerun all passed and it was deemed a pogo pin alignment issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.